Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and the cooling fan were replaced. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up with an overload fault. The high voltage tank was arcing and the cooling fan would not work. No patient injury was reported.